Manufacturer narrative:
Product code = dqx.. PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an "angio" procedure the bentson plus fixed core wire guide became uncoiled. According to the initial reporter, there was some difficulty observed with initially advancing the bentson wire guide into the needle. The complaint device then couldn't be advanced or removed through the needle, so the user slowly began to pull back on the needle itself. This allowed the bentson wire to be advanced further and the needle was removed and replaced with another manufacturer's 5 french (fr) by 10 centimeters (cm) short sheath. This was advanced over the wire without issue. According to the initial reporter, the procedure was successfully completed using another wire guide. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation. A review of the dimensional verification, complaint history, device history record, documentation, drawing, manufactures instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that one used tsfbp-35-145 bentson plus fixed core wire guide was returned. The distal portion of the device was bent. The weld ball of the distal tip was intact. A section of unraveled coil was noted 16.4cm from the distal tip. The wire was 147.4cm in length and had a 0.0337cm diameter. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, a review of the manufactures instructions and quality control procedures was conducted, and no gaps were discovered. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.